Event description:
This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA. The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. Donor unit #: (B)(6). There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. The platelet collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation: three used rbc filters and two used rbc bags from trima sets were received for investigation. Initial observations noted blood in the filters and filter tubing, and residual blood in the empty bags. Visual inspection noted the white pinch clamps were open and the yellow pinch clamps were closed. No defects were noted on the returned parts. The filter were flow tested and no occlusions were observed. Investigation is in process, a follow-up report will be provided.

Event description:
This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA. The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. Donor unit #: (B)(6) there was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. The platelet collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation: three used rbc filters and two used rbc bags from trima sets were received for investigation. Initial observations noted blood in the filters and filter tubing, and residual blood in the empty bags. Visual inspection noted the white pinch clamps were open and the yellow pinch clamps were closed. No defects were noted on the returned parts. The filter were flow tested and no occlusions were observed. The device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on additional investigational information. During customer follow-up, it was confirmed that the wbc count was below <5x10^6. No further reporting will be provided as this does not represent a reportable event.